Event description:
In 2002, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2003, the hosp vad coordinator contacted the MFR reporting that the pt was performing self tests on the controller at home and reported seeing a beat rate of 0 bpm on occasion and a brief alarm "low beat rate" during the self test. The 0 beat rate occurred during the basal test portion of the controller self test. The vad coordinator also reproted that about a month ago the pt's basal rate during self test had dropped to 35 bpm from 38 bpm. The pt was admitted to the hosp, and the controller was exchanged out and the problem was still occurring. The surgeon has decided not to do anymore controller self test, because of the rate drops. The pt will remain in the hosp, awaiting a transplant.